Event description:
Pt reported that the pump finished early. Pump should have been finished on friday morning and was empty by thursday night. Patient returned at designated disconnect time. Rn visually inspected 5fu pump, membranes completely deflated/collapsed, no residual fluid observed. Line flushed with saline as ordered, and mediport needle de-accessed. Pump dc [discontinued], pt reports that pump "finished early" and was empty by thursday night, pt reports mild nausea that is managed by home nausea meds, pt will call if worsesns, pt to return [redacted] for next tx [treatment].